Event description:
A discrepant lab comparison. The device results reported were 1.5, 3.2, 1.9, and 1.6 inr. The lab results reported were 2.0, 2.6, 2.3, and 2.5 inr. The device was replaced and requested to be returned for evaluation.